Event description:
It was reported that during use on a patient, the balloon does not hold inflation. As a result, a new ett was used however, the same issue occurred. A third ett was used and was successful. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3003898360-2023-01047.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 11 july 2023 after the initial MDR was sent states that "the tube was tested with 10 ccs of air. I saw it inflate and squeezed the balloon briefly before removing the air for intubation" and that the ett was in use for "about 10-15 minutes the patient didn't desaturate. When the patient was intubated and the balloon was inflated, the respiratory therapist could not get a reliable pressure reading with a device she was using. The small balloon at the beginning of the et tube was deflated which was another sign the balloon wasn't working well. Lastly, a ventilator was attached indicating an air leak prompting us to remove the tube entirely". It also states that "there was no overt or obvious signs of defect was noticed after the tube was removed and tested again". Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the balloon does not hold inflation. As a result, a new ett was used however, the same issue occurred. A third ett was used and was successful. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01047.